Event description:
During the coil embolization of a posterior communicating artery aneurysm, it was reported that the device prematurely deployed prior to the physician attempting to detach the coil. There was no reported consequence to the pt.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the info provided there is no indication that there was any device misuse that contributed to the reported event. Based on the info provided and the investigation it was concluded that operational context was the most probable cause of the reported premature detachment of the device.